Manufacturer narrative:
During evaluation of the returned thermogard ivtm system (serial (B)(4)), the functional test failed due to "tcm ID:01" (pump failed) error message displayed upon power-on-self-test. The investigation findings revealed that the root cause was due to a damaged power supply as a result of an aging device. The returned thermogard was manufactured in august 2008 and it is 11 year old, well past it's serviceable life of 5 years. Unrelated to tcm ID:01 (pump failed), the following issues were observed on the returned thermogard ivtm system during visual inspection, starting with the left and right panels are scratched and dented, damaged white rollers, cold well cap and air filter, pan drip and screws at umbilical connector, top lid, pump lid were missing, caster was loose, saline fluid on the pump raceway, down I/o pca and inside system case, rotor head and the connectors from power supply were rusty and finally, the I/o pca was corroded. These issues were likely attributed to wear and tear and mishandling of the console. All parts were replaced and/or cleaned. Initial functional testing on the themogard system failed due to error message "tcm ID:01" (pump failed) on the display. To remedy "tcm ID:01" (pump failed), the damaged power supply was replaced. After service completion, the system was re-evaluated and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard ivtm system with serial number (B)(4).

Event description:
On august 27, 2019 during the evaluation of the returned thermogard ivtm system (serial (B)(4)), the functional test failed due to error message "tcm ID: 01" (pump failed) upon power-on-self-test.